Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker showed half a year remaining longevity for two years. Output was increased. Additional information obtained from the field which indicated that the suspected cause was due to bin hopping. The device was explanted for normal battery depletion (nbd). No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker showed half a year remaining longevity for two years. Output was increased. Additional information obtained from the field which indicated that the suspected cause was due to bin hopping. As of this time, the device remains in service. No adverse patient effects were reported.